Event description:
It was reported by the customer "patient had been discharged and came back to the ed with a leaking bd provena PICC line. Upon assessing the line, rn found it was in fact leaking from the site with flushing, so she removed it. As she was pulling it out, she was flushing and found a 'pinpoint hole at the 5cm mark'. The line otherwise was intact and showed no signs of trauma or damage. The site was completely asymptomatic, and the patient reports no problems or incident prior to the leaking starting."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1374 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.